Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs trial system for low back and buttock pain on (B)(6) 2011 including a percutaneous lead. It was reported that the lead migrated immediately after the implant procedure resulting in the loss of stimulation for the patient. The lead was repositioned; however, migration allegedly occurred again. The physician replaced the device, and stimulation was captured. No further complications were reported.